Manufacturer narrative:
Correction/removal number: 3002809144-02/27/19-001-c. A product correction letter was issued on february 26, 2019 to all alinity ci-series processing module customers. The letter informs the customer of the issue regarding the safety interlock covering the septum piercing probes within the bulk solution bottle holder, which may not deploy when a bulk solution bottle is removed from the alinity c processing module. The letter further warns the customer of the probe stick hazard and potential exposure of unprotected skin to the bulk solutions. The alinity c alkaline wash contains sodium hydroxide at a concentration that may cause severe skin burns. The product correction letter provides instructions to continue to follow the alinity ci-series operations manual when replacing the bulk solutions. An abbott representative will contact all impacted customers to schedule time for placement of hazard labeling in the bulk solution area to increase awareness of this hazard. Additionally, the ci-series operations manual is being updated to include the hazard information.

Event description:
The customer reported the ict reference solution piercing unit does not always retract on the alinity c module. The ict key cap assembly was replaced to resolve the issue. No exposure, injury or impact to patient management was reported.